Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported there was a stuck button alarm on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring =black. Case type =ngp. Customer returned pump for alleged keypad unresponsive/button error alarm on 28 february 2023. Unable to perform the displacement test due to unresponsive upwards key. Unit failed to pass the self test due to pump error 63 occurring during testing. P-cap was attached and locked into place correctly. The keypad overlay was intermittent during testing. Unit was successfully downloaded using thus for history files and traces. Stuck key alarm was present on (B)(6) 2023 16:12--16:24 in history files and traces. Pump error 63 occurred on (B)(6) 2023 ( line#= 367, file#= 37) in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay. Keypad unresponsiveness/button error alarm is confirmed due to corroded keypad flex cable. Additional cosmetic damages are noted on unit. Pump error 63 is confirmed due to cracked soldered joint u1 pin (01) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.